Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial#(B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that there was a sudden loss of stimulation/therapeutic effect. A shocking/jolting sensation was also reported. The patient did not have time to stay for a trickle charge on the day of this report but would be making a new appointment to get the battery started again. The patient felt severe, sudden shock at the battery location and then stimulation stopped and the battery could not be charged by the patient. The manufacturer representative (rep) was unable to read the battery due to the discharge. Impedance checks would be performed in the future if they were able to charge. If not, the battery would be replaced. It was noted that the battery ¿may very well be at end of service (eos).¿ the patient also experienced a burning sensation at the device pocket. Follow-up determined that the patient had an appointment on (B)(6) 2015 and was successfully trickle charged. There were no impedance issues and the patient received effective therapy post-charge. No further follow-up was required.